Event description:
It was reported that the patient underwent a procedure for lumbar fusion from l4 to s1 using rhbmp-2/acs. The patient's initial post-operative period was marked with lower back pain and pain radiating down his lower right extremity. An MRI scan 1 month post-op noted a posterior paraspinal soft tissue edema and associated foraminal narrowing at the levels implant. An MRI scan 16 months post-op demonstrated disc bulging with central and bilateral foraminal stenosis at the level implant. The patient continues to experience severe and unrelenting lower back pain, lower extremity weakness, as well as difficulty with bowel control. The patient is prevented from practicing and enjoying the activities of daily life he enjoyed pre-operatively, and he has otherwise suffered serious and permanent injuries.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2012 the patient underwent 1) anterior radical lumbar discectomy, l4-l5 and l5-s1. 2) anterior lumbar interbody fusion, l4-5 and l5-s1. 3) anterior segmental instrumentation, l4-l5 and l5-s1. 4) application of prosthetic device l4-5 and l5-s1. 5) allograft morselized (bmp/rhbmp-2). Preoperative disease/herniated nucleus pulpous, l4-5 and l5-s1. Perop notes: a wide thorough discectomy was performed. Cartilaginous endplates were removed. The decompression was carried out posteriorly by removing all posterior disc material under fluoroscopic guidance. Attention was then drawn towards sizing of the spacer. The size 11 and 13 spacer was trailed as well as a size 15 spacer. Size 15 spacer was noted to be of excellent fit. It was filled with a 1-1/2 sponges of bmp, along with synthetic bone graft, and malleted into place. Excellent purchase was achieved. Attention was then drawn towards instrumentation. The inferior screw was predrilled into s1 and inserted with an awl. Size 30mm screws were used at this level, and the bilateral paramedian l5 screws were predrilled and inserted as well. Attention was then drawn towards the l4-5 disc space. Size 13 spacer was noted to be of excellent size. It was filled with 1/4 sponge of bmp-2 and synthetic bone graft, and malleted into space. Excellent purchase was achieved. Attention was then drawn to the instrumentation at the l4-5 level. Size 30mm screws at this level and the screws were locked into the locking rings. Then carried out discectomy and stabilization unsing a peek ring with bmp, graft and screw then the same was conducted at l4-5. Then patient underwent posterior segmental instrumentation, l4-5 and l5-s1. Preoperative diagnosis: degenerative disease/herniated nucleus pulpous.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.